Event description:
Allergy to synvisc [drug hypersensitivity]. Huge effusion in right knee [joint effusion]. Extreme swelling in right knee [joint swelling]. Case description: spontaneous report received on (B)(6) 2009 from a physician regarding a (B)(6) female patient, initials (B)(6), whose relevant medical history included: osteoarthritis of the knee, several previous synvisc treatments, knee pain, right knee swelling, and right knee effusion. The patient received a single injection of synvisc one in the right knee on (B)(6) 2009. The physician reported the lot number to be either v0819 or w0809. Following the synvisc one injection, the patient experienced "extreme" swelling in her right knee and a large effusion, after which the physician removed 110ml of cloudy, bloody fluid from the right knee on the following monday ((B)(6) 2009). The fluid culture was negative for infection and contained 67,000 wbc's (white blood cells) and 75% polymorphs. A cortisone shot was administered as treatment. On the following friday ((B)(6) 2009), the physician removed another 80cc's from the patient's right knee, after which he conducted that the patient was allergic to synvisc products and decided to never administer the product to the patient again. As of the date of receipt of this report, the patient outcome was unknown. The qa (quality assurance) investigation results were received on (B)(4) 2009. The production and quality control documentation for lot number v0819, expiry date 07/2011 were reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. The production and quality control documentation for lot number w0809, expiry date 07/2011 were reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. See manufacturer's control numbers: (B)(4) for other adverse events from this reporter.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number v0819, expiry date 07/2011 were reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. The production and quality control documentation for lot number w0809, expiry date 07/2011 were reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted.